Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. As a result of the inspection, it was noted that the left cylinder had a bulge. Two weeks later, a surgical procedure was performed in which the existing cylinder was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinder was visually inspected and tested for leaks. It was noted that the cylinder had wear at a fold in the middle and in the proximal portion of the cylinder. The cylinder also presented detached fabric threads from the proximal side, and a bulge when it was inflated with a syringe; however, there were no leaks identified in the component. Based on the information available and analysis results, the reported allegations of mechanical issues and a cylinder bulge were able to be confirmed. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. As a result of the inspection, it was noted that the left cylinder had a bulge. Two weeks later, a surgical procedure was performed in which the existing cylinder was removed and replaced. There were no patient complications.